Event description:
This case was initially received via regulatory authority ((B)(6)- health authorities in (B)(6), reference number: (B)(4)) on 19-apr-2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("belly ache") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), fatigue ("tired"), tinnitus ("tinnitus"), visual impairment ("vision disorders"), musculoskeletal pain ("joint and muscle pain"), dysmenorrhoea ("painful menstruations"), nausea ("nausea"), malaise ("malaise"), diarrhoea ("diarrhea"), headache ("headache"), amnesia ("loss of memory"), depression ("depression") and loss of libido ("loss of libido"). The patient was treated with removal of both essure by total hysterectomy and bilateral salpingectomy on (B)(6) 2019. At the time of the report, the abdominal pain, fatigue, tinnitus, visual impairment, musculoskeletal pain, dysmenorrhoea, nausea, malaise, diarrhoea, headache, amnesia, depression and loss of libido outcome was unknown. The reporter provided no causality assessment for abdominal pain, amnesia, depression, diarrhoea, dysmenorrhoea, fatigue, headache, loss of libido, malaise, musculoskeletal pain, nausea, tinnitus and visual impairment with essure.   Further company follow-up with the regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.